Event description:
Event description guidant received information that due to shocks caused by noise in the system, this patient's device and leads were replaced. There is a suspected lead fracture of the transvenous defibrillation lead - endotak c, this lead has been capped. The physician at this same procedure electively removed the implantable cardioverter defibrillator, along with another sq patch lead and the lead adaptor.